Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with the device displaying ¿reading high¿ and a concurrent glucometer value of 404 mg/dl; the user performed a complete supply change and remained in the hospital for an operation but did not receive professional medical intervention related to this event. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical or surgical intervention. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no identifiable device malfunction and cause unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.